Manufacturer narrative:
The unit was received with blank display immediately after button presses and back light continuously on due to corrosion on all electronic assemblies. Unable to perform pump self test along with the off no power test, unexpected restart error test, displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test, occlusion test, excessive no delivery test and operating currents due to blank display, corrosion on motor assembly, and vibrator motor assembly. The following physical damage was noted: minor scratches on lcd window, cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
Customer reported via phone call that the insulin pump had a blank display anomaly. The device's backlight would also stay on. The patient's blood glucose at the time of incident was 105 mg/dl. Troubleshooting was initiated for the blank display. The insulin pump was submerged in water for a short period of time. The customer was advised to discontinue use of the insulin pump and revert to a medically prescribed back-up plan. The insulin pump was returned for analysis and a replacement device was shipped to the customer.